Event description:
It was reported that during a radical neck procedure, the first device started working and then stopped during the procedure with an error code. Tried to use 2nd device and received an error code. Had to complete procedure with a 3rd device. No patient consequence.